Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. (B)(4). Evaluation summary: x-ray demonstrated wireform intact, minimal calcification on leaflets 1 and 2, and moderate calcification on leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Thrombotic-like material was observed on the outflow aspect of leaflet 2. The leaflets were observed to be thickened and swollen at the free margins near the commissures. Leaflet 3 had a 2mm non-transmural tear at the inflow aspect near commissure 1; thickened tissue was also observed at the tear region. Calcification, host tissue, and thickened tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut near leaflet 1, and the wireform was exposed on commissure 1. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Based on the information provided, it has been determined that the root cause of this event was due to patient related factors. This valve was explanted due to prophylactic purposes. The surgeon reported that the patient did not experience any stenosis or regurgitation. On occasion, valves may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In this case, the surgeon confirmed that there were no issues with the edwards valve. However, since resection of aneurysm of sinus of valsalva was needed, redo-avr was also performed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this aortic pericardial valve, implanted approximately eleven (11) years and eight (8) months, was explanted for prophylactic purposes. There was no problem with this valve; there was no stenosis or regurgitation observed. However, the patient required resection of an aneurysm of the sinus of valsalva; therefore, it was decided to perform redo-avr at the same time. The device was explanted and replaced with another edwards bioprosthetic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in the ICU.